Event description:
The customer was not able to prime the pump. Troubleshooting was performed. The pump passed the functional testing. It was stated that after locking the driver arms the second time, the driver block did not move and the customer was able to prime the pump. The customer is pregnant. Advised the customer to disconnect from the pump and revert to manual injections.